Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that one day post-implant, this right atrial (ra) lead exhibited a decrease in sensing, with p-waves decreasing from 1.1mv to 0.6mv. Also, capture was intermittent at maximum outputs in both unipolar and bipolar configurations. A lead dislodgement was suspected and the patient was sent for x-rays and further assessment by cardiology. The x-rays showed the lead was still in the same position from implant so no intervention was performed. After another 24 hours, the lead parameters had improved enough for the cardiologist to find acceptable. No adverse patient effects were reported. The lead remains implanted and in service.